Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was stress urinary incontinence. The procedure performed was a cystoscopy and mid urethral tvt sling with placement of mesh suspension. At the same time an additional procedure was performed. The preoperative diagnosis was fibroid uterus and left adnexal mass. The postoperative diagnosis was fibroid uterus and left paratubal cyst. The procedure performed was a total abdominal hysterectomy and excision of paratubal cyst.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.